Event description:
On (B)(6) 2010, patient reported he recently had issues with pain and inflammation at his infusion sites. Patient stated, doctor prescribed antibiotics. Patient reported having cellulitis and noticed pus on the infusion needle. Patient stated, he washes the area with soap and water, only uses infusion sites on his stomach and he rotates in a circular pattern. Patient reported it is hard to avoid scar tissue but does not want to consider other areas due to concern with absorption. Patient stated, the issue has occurred more frequently. Patient reported he has noticed some additional irritation from the adhesive. Reviewed site preparation. Inquired about hypoallergenic products. Sent infusion sets, IV prep wipes and guide to infusion site management; no product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.